Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). During the procedure, the valve was able to be implanted. The patient was discharged; however, on (B)(6) 2026, readmitted with a chief complaint of chest palpitations and shortness of breath. Computed tomography and echocardiogram (echo) showed hypoattenuated leaflet thickening (halt). On compute tomography (CT) and transesophageal echocardiogram (tee), thrombus was observed on the device. The patient is currently admitted at a hospital. No additional information was provided.